Event description:
Customer called to report that wash solution concentrate ii leaked from the cap piercer onto the sample tubes of the synchron lxi 725 clinical system. Customer noticed evidence of the leak when samples were removed from the instrument after being processed; however, the results were not affected by the leak issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the wick retainer at the top of the blade was bent, not allowing it to snap properly. The fse also found that connector 43-2 was unplugged. The fse replaced the blade/wick retainer, plugged in the connector, and primed the instrument with autogloss. The fse then cleaned the wash evacuation valve and the lines with bleach. After priming the instrument, no further issues were found. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the instrument leak was due to a bent wick retainer. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).